Event description:
Lasik plus performed; lasik surgery on my eyes in (B)(6) 2017, f/u on (B)(6) 2018. I had severe reaction immediately following the surgery, and for the next several days. They refused any add'l care or treatment. They refuse to release my medical records to me or authorized 3rd party. Date the person first started taking or using the product: (B)(6) 2017.